Event description:
It was reported via clinical trial that the target lesion was located in the distal left circumflex (lcx) with 80% stenosis. Predilatation was performed prior to placement of the (B)(4) study stent. Resulting lesion stenosis after stenting was 15% for the lesion site. Subject was discharged (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2010, 394 days post index procedure, coronary angiography was performed due to a shortness of breath complaint. The procedure revealed that the target vessel had 80% in-stent restenosis at the distal edge of the previous stent. The distal lcx was treated with the placement of a 3.5 x 12 xience stent, followed by post-dilatation. Resulting lesion stenosis after stenting was 0% residuals. Subject was discharged (B)(6) 2010. No additional information or patient effects were noted. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of restenosis is listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. In this case, additional hospitalization was required and the stenosis was treated with the placement of a 3.5 x 12 xience stent, followed by post-dilatation.

Event description:
The customer reported to corporate product surveillance (cps) regarding the 60" high flow rate extension set in which the tubing broke off into the blue cap (flolink) on a central line causing back flow of blood and leaking fluid. The cap was changed. This condition occurred on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.